Manufacturer narrative:
A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od outer diameter was measured within maximum crimped stent profile measurement specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break located at 52cm proximal from the distal end of the distal tip. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-oct-2020. It was reported that the 2.25mm x 16mm synergy drug eluting stent was defective. However, device analysis revealed a hypotube break.